Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a false positive result was obtained. Confirmatory pcr testing was performed, and the result was negative. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: customer stated took a test on (B)(6) 2022 and received a positive result. Stated that yesterday went to (B)(6) and had a pcr test preformed and received a negative result today (B)(6) 2022. The customer was symptomatic at time took home test. Had only started showing symptoms that morning.

Manufacturer narrative:
Eua (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a false positive result was obtained. Confirmatory pcr testing was performed, and the result was negative. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: customer stated took a test on (B)(6)2022 and received a positive result. Stated that yesterday went to walgreens and had a pcr test preformed and received a negative result today (B)(6)2022. The customer was symptomatic at time took home test. Had only started showing symptoms that morning.

Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer took¿ a bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿and got positive result (was symptomatic) but did a pcr test and got negative result.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false positive. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.